Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the laa but did not meet release criteria so it was fully recaptured. A new closure device was deployed, but again release criteria was not met so it was recaptured and removed. Before attempting a third device it was noted that the was kinked. A new was and a third closure device was used to complete the procedure successfully. There were no patient complications that were reported to have occurred as a result of these events.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) without the dilator in the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath had numerous kinks. The tip had ptfe damage on the inner diameter. The ptfe was starting to delaminate from the inner shaft wall. There was no dilator returned with the device. No other damage or defects were found. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the laa but did not meet release criteria so it was fully recaptured. A new closure device was deployed, but again release criteria was not met so it was recaptured and removed. Before attempting a third device it was noted that the was kinked. A new was and a third closure device was used to complete the procedure successfully. There were no patient complications that were reported to have occurred as a result of these events.